Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh implant surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant and explant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a pubovaginal sling and hydrodistension and dimethyl sulfoxide (dmso) instillation procedure performed on (B)(6) 2018, for the treatment of incontinence, bladder pain and possible interstitial cystitis. Reportedly, the patient had a pelvic pain following the implantation. On (B)(6) 2018, the patient then had a cystourethroscopy and removal of the pelvic section of the previously applied sling. A cystoscope was put into the patient's meatus and advanced into her bladder. The urethra was of normal size and appearance. After a thorough examination, the bladder was found to be normal and free of any stones, tumors, or foreign objects. A 16-french catheter was placed, an incision was made just overlying the pubic bone, and the pelvic portion of the sling on the right side of her pelvis and the left side of her pelvis was removed. This area was copiously irrigated. No damage to any nearby organs was found. The incision was then closed in layers. Per vaginal exam, there was no visible mesh. The catheter was not removed. In the operating room, the patient was awakened and then sent to the recovery area in stable condition. Following the revision surgery, the patient experienced a small bowel fistula and pelvic abscess. On (B)(6) 2018, the patient underwent a laparoscopic exploratory, laparotomy with extensive lysis of adhesions, small bowel resection, drainage of left groin abscess and pelvic abscess and wound vac placement. During the procedure, extensive adhesions within the pelvis likely from prior surgery and from the inflammatory/infection process involving the mesh and apparent small bowel fistula and abscess were observed. The adhesions were described as small bowel extensively adhesed to the bladder, pelvic sidewalls, sigmoid colon and retroperitoneum. There was no sign of bowel obstruction. Adhesiolysis was started and it was obvious the adhesions were very dense and fibrotic in the area of the presumed fistula in the right pelvis. Due to limited exposure, the procedure was converted to laparotomy. Loop of distal small bowel/terminal ileum densely plastered to the anterior pelvic peritoneum just above the pubic symphysis and lateral to the bladder with evidence of small bowel fistula to the abscess cavity just cephalad to the bladder and extending to the left. A very small portion of mesh was noted to have eroded into the small bowel at this location. After extensive adhesion removal, the surgeon was left with the small bowel loop densely fused to the right groin/suprapubic region at the site of the presumed fistula. Sharp dissection was used to dissect the loop of bowel. The tissues were very thick and indurated consistent with a chronic inflammatory process. The extraperitoneal abscess cavity was entered with copious amounts of purulent fluid evacuated. The small bowel loop was completely detached at that point with minimal small bowel content spillage. The abscess cavity was suctioned. There was a small portion of remnant mesh sling emanating from the extraperitoneal abscess cavity. Some fibrinous and necrotic tissue and a small portion of mesh were sharply debrided. No other free mesh that was not incorporated was seen. The opening to the small bowel fistula was only about 10 cm proximal to the ileocecal valve. Ultimately the segment was chosen to be resected extending several centimeters proximal and distal to the fistulous opening in the small bowel. The resection and anastomosis was completed, and the peritoneal cavity was copiously irrigated with warm saline. The extraperitoneal abscess cavity was inspected, and there was no visible evidence of residual mesh. An incision was made transversely over the abscess cavity and carried through subcutaneous tissues with cautery into the abscess cavity was entered. There was chronic inflammatory subcutaneous tissues evident. No significant purulence was noted. The left groin abscess cavity was irrigated copiously. Cystoscopy noted the bladder without any significant problems. The foley catheter was replaced, a 19-french round blake drain was placed through a separate stab incision in the right lower quadrant, trimmed to an appropriate length, and the end of the drain was placed into the suprapubic abscess cavity. The drain was secured to the skin with a 2-0 silk suture. The patient was very thin and had very scant omentum. She did not have enough substantial omentum to cover the abscess cavity or to create a barrier over the small bowel. Gloves were changed and copious irrigation was performed prior to closing. Given the level of contamination, and the patient's tissue qualities and smoking history, her open wounds were dressed with wound vac. Reportedly, the patient tolerated the procedure, was then awakened from anesthesia and was brought to the recovery room in a stable condition.